Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited loss of capture (loc) upon the patient's presentation to the hospital due to feeling unwell. Device interrogation noted a pacing threshold of 1.2v @ 0.4 ms with a drop in pace impedance measurements of approximately 200 ohms over two days prior. An r-wave could not be measured at a rate of 30 bpm and it was determined the patient is completely pacemaker dependent. The device was reprogrammed to unipolar pacing configuration and sensitivity adjusted in addition to pacing output increased to 3.5v @ 0.6ms. The hospital is considering a rv lead revision and potential pacemaker change. It has also been reported in the past that this system exhibited intermittent loc due to high pacing thresholds though no patient symptoms were reported at that time. No additional adverse patient effects were reported. This system remains in service.